Event description:
It was reported that shortly after discharge following the pacemaker implant procedure, the patient experienced discomfort due to muscle stimulation in the right chest. Device interrogation revealed that the right atrial (ra) lead exhibited loss of p-waves sensing, low pacing impedance and loss of capture. Chest x-ray confirmed that the ra lead had dislodged. The patient was subsequently readmitted for lead revision; the ra lead was explanted and replaced. The patient was stable and discharged home following the procedure.